Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for food prior to eating. The customer then drove to the store before consuming the intended food they had already bloused for. The customer stated they felt their blood glucose level was low however, a specific value was not provided. Subsequently, the customer lost consciousness. The customer was taken to the ER via ambulance. The customer was given food to address low bg level. The customer was in the ER for approximately 6 hours and was released in stable condition.